Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient received an m30 balloon valve leak warning message during an unspecified phase of peritoneal dialysis therapy. Treatment was cancelled and upon removing the cassette, the patient noticed fluid leaking from the cassette. The cause of the leak was unknown. A technical support representative was contacted and the patient was advised to discontinue use of the cycler. The patient declined to discontinue use of the cycler at the time of the reported incident due to them not having manual supplies. There was no patient injury or medical intervention resulting from the event. The cassette used at the time of the reported leak was discarded. The patient has since received a new cycler and been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was not available.